Event description:
The caller reported that no drops of insulin were visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer had completed the necessary steps to address the issue by reloading the cartridge and successfully resumed using the insulin device. The issue had occurred earlier in the day and was resolved with assistance from technical support.